Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's concern was not confirmed, the unit passed accuracy test, it was a little low but well within specification/tolerance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump failed the flow test by -7.1% and -6.3%. There were no injuries or adverse events reported.